Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer workflow involves testing primary tubes as individual donor testing (idt) using k2 edta 8 ml tubes, which are discarded after testing. Serology testing is performed on the cobas e 801 analyzer, except for blood bag samples. The first case involved donor ID (B)(6). On (B)(6) 2024, the primary tube generated a reactive result for hiv with a cycle threshold (CT) value of 42.56 and a low-level amplification curve. A subsequent test using a sample from the donor's blood bag generated a non-reactive result. A fresh sample collected from the donor also tested non-reactive for hiv. The second case involved donor ID (B)(6). The primary tube generated a reactive result for hepatitis b virus (hbv) with a CT value of 39.86 and a low-level amplification curve. A subsequent test using a sample from the donor's blood bag generated a non-reactive result. A fresh sample collected from the donor also tested non-reactive for hbv.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation reviewed raw data and identified that the initial reactive results for both hiv and hbv were associated with late cycle threshold (CT) values and low-level amplification curves. Subsequent testing of blood bag samples and fresh donor samples yielded non-reactive results for both cases. Serology testing for both donors was also non-reactive. Potential root causes include primary tube contamination, a true positive with low viral load, or a false reactive result due to non-specific amplification. However, the investigation could not definitively distinguish between these possibilities based on the available data. The assay was determined to be performing as designed, with results near the limit of detection considered valid. The device remains in operation at the customer site, and no further guidance on cut-off values could be provided as the assay is intended for qualitative screening purposes.